Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient?

Event description:
It was reported that the patient underwent the laparoscopic sigmoidectomy with colonic anastomosis on (B)(6) 2019. In the afternoon, noted anus was bleeding. The patient underwent the operation of clipping of anastomotic bleeding under enteroscope, after operation, no bleeding observed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? -------sigmoid colon cancer. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unkown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Unk. Were the donuts inspected? If so, please describe. Unk. Was a complete transection of the white breakaway washer visually confirmed? Unk. Was a leak test performed? If so, what type and what was the result? Unk. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. What was the total estimated blood loss (ml)?-unk. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? No. What is the current status of the patient? Stable and left from hospital.